Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections and customer continued to use the pump for insulin therapy.